Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to an intracardiac infection. It was also reported that based on the patient's signs and symptoms a systemic staph infection is suspected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.